Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device was not functioning and was defective. It was noted that the motor was blocked. It was further determined that the device failed pretest for marking and labeling, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check the power with test bench, check starting behavior. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that it was reported from (B)(6). It has been updated as (B)(6). Reporter's information to reflect the correct information. Reporter's phone number: (B)(6). Device evaluation: please note that in addition to the failures included in the initial medwatch report, it was determined that the motor on the device seized, jammed, and was heavy moving. It was further determined that the device failed pre-test for check function of soft mode switch (safety system). This information does not change the assignable root cause of improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.